Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a percutaneous transluminal coronary angioplasty procedure using a 7f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties appear to be related to high deployment force during plunger deployment. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.